Manufacturer narrative:
The company service representative evaluated the unit and could not reproduce the error. Verified the drive transducer and it was within specifications. No condensation was found int he system. As precautionary measure, replaced the drive manifold (p/n 0104-00-0018). Performed the functional tests to meet factory specifications. The unit was released to the customer. The drive manifold replaced is being requested to be returned to the manufacturing facility in (B)(4) for evaluation. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported "malfunction 2" [meaning maintenance code 2 (drive transducer offset failure)] while use on a pt. The fault log shows auto fill fault index 16 0 (cpu test fault). The unit was replaced with another iabp. No pt injury was reported.